Event description:
On (B)(6) 2025, the user¿s mother reported that the ilet screen had an led crack at the unlock area, preventing access to the device. The cause of the damage was unknown. A replacement ilet was arranged, with instructions provided for data syncing, shutdown, and return of the broken device within one week. The user can continue using the continuous glucose monitoring (cgm) dexcom g7 with the app or receiver in the meantime. Blood glucose (bg) was not affected. No symptoms, outside assistance, or medical intervention were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.